Event description:
When the surgeon placed the vcare plus medium into the cervix the balloon would not inflate. Vcare plus substituted with another vcare plus. Procedure completed. Patient taken to recovery room in stable condition. No untoward patient effects.